Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade procedure, it was noted that the small area of coating material on right ventricular lead at suture site appeared worn/coming off. Lead was repaired with medical adhesive and a new suture sleeve. Lead remained implanted and all lead measurements were normal. Procedure was completed successfully. Patient was stable.